Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to a fluid leak in the cuff. The cuff was removed and replaced with a new one. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.